Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be charred and burned with metal exposed. Approximately .076¿ of the teflon pad is missing and was not returned for evaluation. The device was attached to the test usg-400/esg-400 and the device failed the probe check. An ¿e509 ultrasonic¿ error message was observed on the test generator. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. Based on the investigation findings, the most probable cause of the reported complaint and the failed probe check can be attributed to misuse. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Please cross reference MFR. Number: 2951238-2017-00497.

Event description:
Olympus was informed that during a therapeutic gynecological procedure, the teflon pad from the grasping section of the device came off. It is unknown if the device fragment fell into the patient. It was reported that a second handpiece was used and the teflon pad became compromised causing the device not coagulate. There was no bleeding reported. It is unknown if the intended procedure was completed. There was no patient injury reported. This is report 2 of 2.